Event description:
Mother reported the up and down buttons on the infusion device do not function correctly. The patient experienced hyperglycemia and delivered insulin via pen as treatment. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to a careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The functionality of the buttons was tested successfully and fulfills the product specification.